Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 111 months post implant of a bifurcated device and an infrarenal aortic extension, the patient developed an endoleak. The patient presented symptomatic with back pain which the patient reported as having for a couple of days. A computed tomography scan was performed and indicated the patient had an endoleak just below the renal arteries and the aneurysm sac had grown. Follow-up after the initial procedure in 2005 indicated the aneurysm sac was smaller. The physician brought the patient back on 12/03/2014 and implanted a suprarenal aortic extension to correct the endoleak. The patient was reported to be doing well during the procedure and post procedure. Note: the patient is on dialysis.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: suboptimal medical documentation and imaging studies were available for this review. Product appropriateness and patient candidacy could not be fully assessed due to the lack of a pre implant CT scan. Cautionary product use conditions included the presence of chronic to end-stage renal disease and the inability to tolerate contrasted CT surveillance. The patient's use of antiplatelet therapy might have contributed to this complaint due to the known increased risk of bleeding complications. There was radiological evidence of a type ia endoleak 12 months post implant; medical documentation stated this finding was unchanged since (B)(6) of 2005, one month post implant. There was no evidence of treatment and thusly, aortic remodeling of the proximal aorta resulted over time, which involved a new proximal aneurysm (complication). The secondary procedure was confirmed and successfully excluded the type ia endoleak; the right renal artery was sacrificed (the patient was dialysis dependent at this point). There was no evidence to support the reported difficult deployment issue at the event procedure. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the exact root cause for the type 1 endoleak cannot be determined based on the available information.